Event description:
It was reported that removal difficulties, device detachment and additional intervention occurred. A guidezilla ii guide extension catheter was advanced to the target lesion in the mid right coronary artery (rca) which was noted to be very large. A 5.00 x 20mm synergy balloon expandable stent was advanced and the stent was successfully deployed. During removal of the synergy stent delivery system back into the guidezilla ii, the catheter became stuck. The guidezilla ii, synergy delivery system catheter and guidewire were all removed as one unit. 8cm of the synergy stent delivery system broke off inside the patient near the distal sheath tip. The detached portion was successfully removed using a snare. The procedure was completed and the patient fully recovered.

Event description:
It was reported that removal difficulties, device detachment and additional intervention occurred. A guidezilla ii guide extension catheter was advanced to the target lesion in the mid right coronary artery (rca) which was noted to be very large. A 5.00 x 20mm synergy balloon expandable stent was advanced and the stent was successfully deployed. During removal of the synergy stent delivery system back into the guidezilla ii, the catheter became stuck. The guidezilla ii, synergy delivery system catheter and guidewire were all removed as one unit. A 8cm of the synergy stent delivery system broke off inside the patient near the distal sheath tip. The detached portion was successfully removed using a snare. The procedure was completed and the patient fully recovered. It was further reported that there was no visual damage to the guidezilla. It was not clear where the delivery system was stuck, the stent catheter was pulled back after stenting and then felt stuck. Also, it was indicated that the device was completely removed as it was confirmed that there were no device fragments left in the patient's body per x-ray.